Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the peel away wings broke off during insertion making it very difficult to grip the remaining part of peel away sheath and remove. Completed the procedure with this difficulty. No adverse effects to patient or midline performance." Associated complaints 9680794-2024-00639 and 9680794-2024-00638.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on a potential lot number, and findings were identified. Without the device to evaluate, it cannot be determined whether these findings are relevant to this investigation. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the peel away wings broke off during insertion making it very difficult to grip the remaining part of peel away sheath and remove. Completed the procedure with this difficulty. No adverse effects to patient or midline performance." Associated complaints 9680794-2024-00639 and 9680794-2024-00638.